Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient told her parents she had a headache and was not feeling well and vomited soon after. The cgm was showing 13. Mmol/l. The patient¿s father took her to the hospital. The patient did not check a bg during the incident, but the bg checked by a nurse at the hospital was 33.0 mmol/l. The patient was admitted overnight and diagnosed with diabetic ketoacidosis (dka). She was treated with IV tylenol, IV saline, and insulin. At the time of the report she had been discharged. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.